Event description:
The customer observed a false non-reactive alinity I anti-hbc result generated for a 29-year-old male patient sample that does not match with his history. Patient has a history of being positive for anti-hbc in the past. The following data was provided: on (B)(6) 2026 sample ID (B)(6) result = 1.53 s/co, repeat result = 0.57 s/co, repeat result on another instrument (B)(6) = 1.14 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). Section e1 - phone number complete entry =(B)(6). Section a patient information: refer to section b5 for complete patient information.